Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that thread is detached from needle. More information has been requested.

Manufacturer narrative:
Analysis and results: there are previous complaints of this code-batch regarding the same issue, closed as confirmed after analysis. We manufactured and distributed in the market 1,008 units of this code-batch. There are no units in our stock. We have received 6 open and unused samples with the needle detached from the thread, and the thread is still wound on the pack. Without any closed sample we cannot carry out an analysis in order to take a decision. However, considering the defective samples received and that there are previous confirmed complaints, we consider this case as confirmed as well. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account the open samples received and that there are previous confirmed complaints, we conclude that the complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.